Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported there was a patient burn resulting from heat through the end of the cautery pencil during a breast augmentation procedure. The burn was 2nd degree and treated with antibiotic ointment. There was no permanent damage. The pencil was from a cardinal health major abdominal pack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.